Event description:
A peritoneal dialysis (pd) patient contacted customer service to report that she was allergic to the island dressing, does not know when she received them and can't get a lot# off the box. She said she just stopped ordering them. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".